Manufacturer narrative:
It was reported that during a planned maintenance checkout, the transport pro did not alarm for an asystole condition. The customer had already scrapped the device therefore, the device and its log files were not available for ge healthcare (gehc) engineering inspection and analysis. In a review of gehc complaint records, no adverse trend related to this issue was identified. Moreover, there was no other complaint found from the last three years reporting this issue besides the complaint directly associated with this report. Based on the limited information available, the root cause could not be determined. Gehc continues to evaluate incoming complaints and investigate where appropriate.

Manufacturer narrative:
Legal manufacturer: (B)(6) a1-6: there was no patient involvement as the issue was identified during testing. Ge healthcare's investigation is ongoing at this time. A follow-up report will be submitted when the investigation is completed.

Event description:
It was reported that during planned maintenance testing, the transport pro did not alarm provide an asystole alarm. There was no related adverse patient impact.